Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the patient underwent surgery for a trochanteric femoral fracture on (B)(6) 2012. The doctor unpacked the proximal femoral long nail and connected it to the insertion handle and to the aiming arm. While he checked the device for accuracy, the drill for lag and the drill for hip interfered with the nail and could not be penetrated easily before insertion to the patient body. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). Manufacturing documents were reviewed and no complaint related issues were found. The device was discarded and was not returned, so no evaluation could be performed.